Event description:
During surgery which utilized the draeger anesthesia machine, intubated pt with etco2 reading of 9. Initial concern was that pt was not perfusing. Upon trouble shooting machine, it was noted that water trap was not functioning. The adaptor was removed and the water trap was attached directly to the machine. At this point they rec'd a good wave form that correlated with the pt's clinical picture.